Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports (same patient, different valves). Other mfg report number: 3013886523-2022-00580. A facility reported a hakim valve was implanted on (B)(6) 2022 in a 58 year old male patient. It did not function properly and was replaced on (B)(6) 2022 with a new valve (ID 823110). The second valve presented with the same failure and was explanted on (B)(6) 2022. It seems that there were some debris in the valves. Consequences for the patient: drop in consciousness, longer hospital stay. The patient status is: recovered.

Manufacturer narrative:
The hakim valve was returned for evaluation; DHR - lot 5679519, conformed to the specifications when released to stock failure analysis - the valve was visually inspected: small cuts/tears/holes were noted near the needle guard. The valve was leak tested - failed, leaked from the small cuts/tears/holes were noted near the needle guard. The valve passed the tests for programming, occlusion and pressure. No root cause could be determined for the issue reported by the customer as the technician could not confirm any yellowish build up on distal end, only slight yellow discoloring, this did not effect the functioning of the valve. The root cause for ¿small cuts/tears/holes that were noted near the needle guard.¿ is probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. The possible root cause for the ¿failed due to yellowish build up on distal end of valve,¿ noted by the customer could have been due to ¿small cuts/tears/holes that were noted near the needle guard.¿